Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was 149 mg/dl. Customer reported that the ring on the reservoir broke off. Customer reported that they can screw in the infusion set but the piece that broke off is missing. Customer reported that location of the damage was the top of the cylinder of the reservoir. The insulin pump will be returned for analysis.